Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed while rewinding. The blood glucose reading was 98mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the mother to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. Cracks to the case, reservoir tube lip, battery tube threads and a scratched lcd window noted.